Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced chronic pain and recurrence of stress urinary incontinence. All other information is unknown.

Event description:
According to the physician, post procedure, the patient had mesh exposure. The physician trimmed a portion of the mesh. All other information is unknown and unavailable.